Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks and recorded a code indicating that an open circuit condition was detected during shock delivery. The patient is not pacemaker dependent and has never required tachy therapy from the device. Due to these therapy needs and an unrelated medical condition the physician elected to program tachy therapy off and minimize brady pacing. This ICD and the right ventricular lead remain implanted and there are no plans to replace the system. No adverse patient effects were reported.